Manufacturer narrative:
A product investigation was performed on this device. There were no indications of dried fluid or fluid residue inside of the cassette compartment or underneath the mushroom heads. A medical review was performed on the available info and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis pt called fresenius technical support regarding supply lines are blocked alarm. "Please check supply lines" alarm received in dwell 2 of 4. Pt noted heater bag was almost empty and was unable to clear alarm. Treatment stopped and pt states will continue manually. During the disconnection process the pt removed the cassette and found moisture inside the cassette door.